Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed by abbott diagnostics (B)(4), inc. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to label claims.

Event description:
Abbott diagnostics (B)(4), inc. Received notification from the FDA on 15 june 2020 that a medwatch report was received regarding the ID now covid-19 test. The FDA provided the submitted report (mw5094797) for evaluation. The mw5094797 report indicates that a false negative result occured with the ID now covid-19 test. The reporter (unknown) did not provide information on sample type or sample collection date/time. No information was provided on repeat and/or confirmation testing. Patient information, including symptoms, treatment, impact and outcome were not included in the report. The medwatch report stated: "abbott ID now covid rapid test failed to detect covid infection. Resulted in high risk exposure event to medical staff." Additional information regarding exposure impact was not included in the report. Additionally, there was no contact information provided in the medwatch report, therefore abbott diagnostics (B)(4), inc. Was unable to make good faith efforts in collecting further information for a medical device report. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. Additionally, the pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.